Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the raw material found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A review of the customer provided image found the anchor attached to the shaft of the device. The anchor is fractured into two pieces. A visual review of the returned device found that it was not in its original packaging. The anchor is still attached to the shaft of the device with the sutures passing through, but it fractured in the middle. It is missing part of the central anchor. The threads are damaged, and the anchor, sutures, and shaft have debris. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a left lateral knee multi-ligament reconstruction procedure, the twinfix anchor broke. The implant was completely removed from the patient by passing a drill bit on one side of the implant, with a free dissector and pulling the implant handle. The procedure was completed without delay using an s+n back-up device. No other complications were reported.